Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic sacral colpoperineopexy, tvh, laparoscopic enterocele repair, abdominovaginal rectocele repair and cystoscopy; due to stage I uterovaginal prolapse, stage ii posterior vaginal prolapse along with rectocele, stage iii anterior vaginal prolapse, cystocele, mixed urinary incontinence with urodynamic stress incontinence and urethral hypermobility.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009, and pelvicol, mesh and monarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced and urinary problems, recurrence, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.